Event description:
The customer reported to olympus that the video system center displayed error message e315 and could not get an image. The issue was found during preparation for use for an unspecified procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide further information provided by the customer, the device evaluation results, the device manufacturer date and the legal manufacturer's final investigation. According to the customer, there was no delay, and the procedure was completed using the same device. The device was returned, and an evaluation was completed for it. During evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, as the reported issue could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.